Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had completely dislodged and had pulled back to the superior vena cava (svc). The patient had experienced pocket stimulation. The rv lead exhibited high, unstable thresholds, no capture at the maximum output, and undersensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had completely dislodged and had pulled back to the superior vena cava (svc). The patient had experienced pocket stimulation. The ra lead exhibited high, unstable thresholds, no capture at the maximum output, and undersensing. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.